Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain (pelvic area)') in a 35-year-old female patient who had essure (batch no. B53035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included depression, vulvovaginitis, candidiasis, insomnia, fatigue, ovarian cyst, c-section, vaginitis, burning sensation, itching, vaginal discharge, escherichia infection, diarrhea, hemorrhoidal bleeding, haematochezia, rectal bleeding, peritoneal adhesions, breast cyst, constipation, endometriosis, depression, ovarian cyst, uterine dilation and curettage, low back pain and abdominal pain lower. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concomitant products included celecoxib (celexa) from (B)(6) 2014 to (B)(6) 2016, fentanyl citrate (narco) from (B)(6) 2013 to (B)(6) 2018, paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2018, tramadol from (B)(6) 2013 to (B)(6) 2018 and zolpidem from (B)(6) 2014 to (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (robotic assisted hysterectomy, left-salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013, she implanted essure (as written in pfs- discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain (pelvic area)/chronic pain') in a 35-year-old female patient who had essure (batch no. B53035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included depression, vulvovaginitis, candidiasis, insomnia, fatigue, ovarian cyst, c-section, vaginitis, burning sensation, itching, vaginal discharge, escherichia infection, diarrhea, hemorrhoidal bleeding, haematochezia, rectal bleeding, peritoneal adhesions, breast cyst, constipation, endometriosis, depression, ovarian cyst, uterine dilation and curettage, low back pain and abdominal pain lower. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celexa) from (B)(6) 2014 to (B)(6) 2016, fentanyl citrate (narco) from (B)(6) 2013 to (B)(6) 2018, paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2018, tramadol from (B)(6) 2013 to (B)(6) 2018 and zolpidem from (B)(6) 2014 to (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and vulvovaginal candidiasis ("candida vaginosis"). The patient was treated with surgery (robotic assisted hysterectomy, left-salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, back pain, vaginal infection and vaginal discharge had resolved and the depression, anxiety, dyspareunia and vulvovaginal candidiasis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: on (B)(6) 2013, she implanted essure (as written in pfs- discrepancy noted). Plaintiff received treatment pelvi, abdominal, back, gen. Abnormal bleeding. Uti, vaginal infection, vaginal discharge she received treatment for events bladder/ urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. Added event candida vaginosis. Event genital haemorrhage updated as non serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain (pelvic area)/chronic pain') in a 35-year-old female patient who had essure (batch no. B53035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included depression, vulvovaginitis, candidiasis, insomnia, fatigue, ovarian cyst, c-section, vaginitis, burning sensation, itching, vaginal discharge, escherichia infection, diarrhea, hemorrhoidal bleeding, haematochezia, rectal bleeding, peritoneal adhesions, breast cyst, constipation, endometriosis, depression, ovarian cyst, uterine dilation and curettage, low back pain and abdominal pain lower. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Previously administered products included for an unreported indication: depo provera. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celexa) from (B)(6) 2014 to (B)(6) 2016, fentanyl citrate (narco) from (B)(6) 2013 to (B)(6) 2018, paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2018, tramadol from (B)(6) 2013 to (B)(6) 2018 and zolpidem from (B)(6) 2014 to (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and vulvovaginal candidiasis ("candida vaginosis"). The patient was treated with surgery (robotic assisted hysterectomy, left-salpingo-oopherectomy, right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, back pain, vaginal infection and vaginal discharge had resolved and the depression, anxiety, dyspareunia and vulvovaginal candidiasis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: on (B)(6) 2013, she implanted essure (as written in pfs- discrepancy noted). Plaintiff received treatment pelvi, abdominal,, back, gen. Abnormal bleeding. Uti, vaginal infection, vaginal discharge she received treatment for events bladder/ urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/ pain/ pain (pelvic area)/chronic pain'). In a 35-year-old female patient who had essure (batch no. B53035), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "patient did not performed essure confirmation test". The patient's medical history included: depression, vulvovaginitis, candidiasis, insomnia, fatigue, ovarian cyst, c-section, vaginitis, burning sensation, itching, vaginal discharge, escherichia infection, diarrhea, hemorrhoidal bleeding, haematochezia, rectal bleeding, peritoneal adhesions, breast cyst, constipation, endometriosis, depression, ovarian cyst, uterine dilation and curettage, low back pain and abdominal pain lower. Plaintiff had an hsg test done, which confirmed that the essure device was successfully occluded. Concomitant products included: bupropion hydrochloride (wellbutrin), celecoxib (celexa) from (B)(6) 2014 to (B)(6) 2016, fentanyl citrate (narco) from (B)(6) 2013 to (B)(6) 2018, paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2018, tramadol from (B)(6) 2013 to (B)(6) 2018 and zolpidem from (B)(6) 2014 to (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal), type: urinary tract infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems, condition: depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and vulvovaginal candidiasis ("candida vaginosis"). The patient was treated with surgery (robotic assisted hysterectomy, left-salpingo-oopherectomy, right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, back pain, vaginal infection and vaginal discharge had resolved. And the depression, anxiety, dyspareunia and vulvovaginal candidiasis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: on (B)(6) 2013, she implanted essure (as written in pfs- discrepancy noted). Plaintiff received treatment: pelvi, abdominal, back, gen. Abnormal bleeding, uti, vaginal infection, vaginal discharge. She received treatment for events: bladder/urinary problem. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet report received: added event: candida vaginosis. Event: genital haemorrhage updated as non serious. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain (pelvic area)/chronic pain') and genital haemorrhage ('gen. Abnormal bleeding') in a 35-year-old female patient who had essure (batch no. B53035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included depression, vulvovaginitis, candidiasis, insomnia, fatigue, ovarian cyst, c-section, vaginitis, burning sensation, itching, vaginal discharge, escherichia infection, diarrhea, hemorrhoidal bleeding, haematochezia, rectal bleeding, peritoneal adhesions, breast cyst, constipation, endometriosis, depression, ovarian cyst, uterine dilation and curettage, low back pain and abdominal pain lower. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concomitant products included celecoxib (celexa) from (B)(6) 2014 to (B)(6) 2016, fentanyl citrate (narco) from (B)(6) 2013 to (B)(6) 2018, paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2018, tramadol from (B)(6) 2013 to (B)(6) 2018 and zolpidem from (B)(6) 2014 to (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (robotic assisted hysterectomy, left-salpingo-oopherectomy, right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, back pain, vaginal infection and vaginal discharge had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2013, she implanted essure (as written in pfs- discrepancy noted). Plaintiff received treatment pelvi, abdominal,, back, gen. Abnormal bleeding. Uti, vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated.. Event: back pain , abdominal pain , vaginal infection, vaginal discharge were added. Event outcome were updated to recovered:pelvic pain , gen. Abnormal bleeding, uti, vaginal infection, vaginal discharge . Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain (pelvic area)') in a (B)(6) female patient who had essure (batch no. B53035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included depression, vulvovaginitis, candidiasis, insomnia, fatigue, ovarian cyst, c-section, vaginitis, burning sensation, itching, vaginal discharge, escherichia infection, diarrhea, hemorrhoidal bleeding, haematochezia, rectal bleeding, peritoneal adhesions, breast cyst, constipation, endometriosis, depression, ovarian cyst, uterine dilation and curettage, low back pain and abdominal pain lower. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concomitant products included celecoxib (celexa) from (B)(6) 2014 to (B)(6) 2016, fentanyl citrate (narco) from (B)(6) 2013 to (B)(6) 2018, paracetamol (tylenol) from (B)(6) 2013 to (B)(6)2018, tramadol from (B)(6) 2013 to (B)(6) 2018 and zolpidem from (B)(6) 2014 to (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (robotic assisted hysterectomy, left-salpingo-oopherectomy, right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013, she implanted essure (as written in pfs- discrepancy noted). Most recent follow-up information incorporated above includes: on 8-aug-2019: reporter and patient demographics, medical history, concomitant drugs and laboratory data were added. Updated suspect drug indication and added lot number. Injury event was replaced with abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse) and patient did not performed essure confirmation test. Updated event pain, outcome, severity and reported event and onset date. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.